Event description:
Information was received indicating that during infusion with a smiths medical cadd legacy plus pump was displaying non-disposable pump won't run error codes. It was reported that this delayed the administration of medication. There were no reported adverse effects.